Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected vitros troponin I es (tropi es) result was obtained from a patient sample processed using vitros troponin I es reagent with a vitros 5600 integrated system. The assignable cause of the event was determined to be analyzer related, as a within-run tropi es precision test was outside of ortho guidelines, indicating the vitros 5600 system was not performing as intended. An ortho field engineer (fe) performed service actions to the microwell incubator, signal reagent and well wash subsystems and performed all appropriate adjustments. The post service precision was unacceptable and the ortho fe returned to the site for continued service actions to the microwell incubator and signal reagent subsystems. Following service actions, the within run precision test was acceptable indicating service has resolved the issue. Based on historical quality control results a vitros tropi es lot 2800 performance issue is not a likely contributor to the event. However, the troponin I es level in the low level control fluid does not adequately verify performance of the assay at troponin I es levels <url of 0.034 ng/ml. Therefore, a vitros tropi es reagent lot 2800 cannot be completely ruled out as a potential contributing factor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor. The customer is not processing samples following the sample collection device manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a patient sample processed using vitros troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. Tropi es = 1.058 versus expected 0.018 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected troponin I es result was reported from the laboratory. However, sample testing was repeated and the physician was notified of the repeat result. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).